Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was dissatisfied with quality of vision. The iol was exchanged for another lens 2 months model following the initial implant procedure. Clinical reason for explant was mentioned as more spherical aberration. Additional information has been requested.